Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show the lot released with no recorded anomaly or deviation. The product is distributed non-sterile. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of six for the same event, see also 0001032347-2015-00430, 00431, 00433 through 00435.

Event description:
The facility reported patient had an infection and revision procedure was performed. The original surgery was (B)(6) 2015. The facility reported the infection appeared about 3 months after original surgery. All implants and part of infected patient bone were removed (B)(6) 2015; the day is unknown.

Manufacturer narrative:
The parts were visually inspected. The parts show no significant damage. The parts were not dimensionally inspected as there was no alleged malfunction of the parts. The DHR was evaluated for the returned product and no non-conformances were found. Infection is a known risk of any surgical procedure and was not likely caused by the implant. The parts are distributed non-sterile and are sterilized by the health care facility before use. The IFU states ¿apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain which may not be related to the implant.¿ the complaint cannot be verified and there is no indication of a malfunction of the implants. The most likely cause of the infection is patient condition. There are no indications of manufacturing defects. Supplemental report three of six for the same event, reference 0001032347-2015-00430-2 through -00435-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.(B)(4).supplemental report three of six for the same event, reference 0001032347-2015-00430-1 through -00435-1.